Manufacturer narrative:
(B)(4). This is a report of a system error 2240 due to the patient initiating therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice (hc) experienced a system error 2240 (air in line/set) alarm during the initial drain. The home patient (hp) pressed go before connecting. The technical service representative (tsr) reviewed procedures with the hp and advised the hp to cycle the power to the se 2367. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.